Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to excessive torque due to inadequate bone preparation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. Manufacture date ¿ unknown evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a foot fracture fixation procedure on (B)(6) 2015. During the procedure, the head of the screw fractured. The fractured screw was removed and another screw was utilized to complete the procedure.